Event description:
It was reported that the customer received a motor error alarm while priming the insulin pump. The customer's blood glucose was unknown. The customer did not recall any significant events leading to the alarm. Troubleshooting was done. The customer was able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. The customer stated that she would continue using the insulin pump even though she was advised that it was not safe. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.